Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2000 ohms. Review of stored device data noted that the ra pacing impedance measurements had been out of range for over a year, however, the exact date the out of range measurements began was unable to be determined. The field representative noted that the device was programmed to wir, and ra sensing appeared stable. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).